Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 7 mmol/l. Advised that the insulin pump will be replaced. Nothing further reported.